Event description:
See MDR #1036844-2014-00466 for the first event involving this patient. The surgeon reported that it was impossible to insert a PICC for a parenteral nutrition because the supple part of the guide spiralled. The guide spiralled despite the fact that the echography was correct (it showed that the guide was well positioned and that there was no obstruction). It was impossible to use the guide so a 3rd kit was opened. As a result the surgeon had to use a cvc. The patient is fine.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.